Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found a torn haptic (torn piece is missing) and residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6, -14.0/+2.5/91 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6)2017. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: date returned to manufacturer: 16-may-2018. Device evaluation: the lens was returned dry. Not included in the supplemental#1 MDR. Claim# (B)(4).